Event description:
It was reported that during a da vinci colon resection procedure, the endowrist one vessel sealer instrument stopped working with an error message, failed self check there were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument failed a functional test during initialization. Additional testing could not be performed due to a dislodged snake wrist. An additional observation not reported was the snake wrist was dislodged at the distal end. Failure analysis concluded the damage may be due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the dislodged snake wrist found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.